Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the insulin pump had crack in threads of reservoir opening causing cartridge to fall out of pump and buttons are unresponsive and harder to press. It was also reported that the battery cap was hard to screw and unscrew. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. Insulin pump received with stripped battery cap coin slot(p) and missing address /serial number label and cracked reservoir tube lip. (B)(4).